Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer. There was no allegation reported by the patients related to a CPAP device's sound abatement foam. No medical intervention was specified. The device was returned to a third-party service centre. The technician confirmed no particles in the air path during the device evaluation. There was no error code found. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged particles in air path. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service centre. The technician confirmed no particles in the air path during the device evaluation. There was no error code found. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In previous initial/final report, the section b5 verbiage was given wrongly, now it is updated correctly.